Manufacturer narrative:
The onestep pediatric electrodes were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The electrodes were put through extensive testing including multiple 30 joule tests without duplicating the report. The electrodes were scrapped at zoll. Evaluation of the retained electrodes from lot 0321a did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed to discharge using these attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.